Manufacturer narrative:
The service engineer (se) replaced the exhalation valve flow sensor (evq), flow sensor, psol, inspiratory pcb and mix controller pcb. The unit passed all testing and was returned to use. Product analysis: a pressure solenoid (psol), flow sensor, inspiratory flow module (ifm) printed circuit board (pcb), inspiratory pressure pcb and a exhalation valve flow sensor (evq) were returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned components was performed, no notable conditions were found. The returned components were installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs and functionality testing was performed. When the ifm pcb was installed to the test ventilator the unit failed the flow sensor calibration test. An investigation was performed and the product analysis technician reported that no fault was found on the psol, flow sensor, inspiratory pressure pcb and evq. The root cause for the ifm pcb was isolated to an electronic component (ps4) in the pcb. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 980 ventilator would not pass short self-test (sst) and the pressure solenoid psol continuously opens and closes. The ventilator was not in use on a patient at the time of the reported event.